Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported a "lo" (<40 mg/dl) sensor scan result in comparison to a reading of 280 mg/dl from an adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 3 days. The customer reported that they initially self-treated with 4 sachets of sugar after receiving the low sensor scan reading. They then compared the sensor reading with the adc meter and began to experience symptoms described as "feeling unwell' and trembling. As a result, they were taken to the hospital where a healthcare professional measured a reading of 400 mg/dl from an hcp meter and treated the customer with unspecified dose/type intravenous insulin for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors were reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.